Event description:
Patient presented to the physician with continued right-sided trapezius pain and significant neck pain. Physician brought the patient into the or and explanted the entire inspire system.